Event description:
It was reported that the pt was living and implanted in another country and had moved in 8/05. The pt was checked at the hosp where it was discovered that several electrode channels had high impedance. A follow-up check was carried out and it was found that channels went high one after the other. Re-implantation surgery was decided upon when there were only four channels left with normal impedances. During the re-implantation surgery it was observed that the implant bed has not been drilled out and no fixation of the receptor carried out during the implant surgery. All evidence pointed to mechanical stress due to poor fixation of the implant during implant surgery.